Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. The serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct intraocular lens (iol) was implanted into the operative eye of the patient and later explanted because the patient was not happy due to having no near vision. The zct iol was replaced with a model zxt, but the diopter and serial number is unknown. No additional information was provided.

Manufacturer narrative:
Additional information was received. In review, it was found that this event has already been captured and reported under MFR report number 9614546-2017-00596. No further information will be provided. All pertinent information available to abbott medical optics has been submitted.